Manufacturer narrative:
Clinical code: 1770 - stroke/cva: it was reported that the patient had suffered from 7 strokes. Impact code: 4618 - permanent impairment: the patient was left permanently blind and inability to work. Medical device problem: 3190 - insufficient device problem information: awaiting further information. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for gelweave > medical event > stroke (B)(6) 2022 - (B)(6) 2026, unfortunately no statistical analysis could be performed, this is due to a first time occurrence for this event. Investigation findings: 3233 - results pending completion of investigation: investigation conclusion: 11 - conclusion not yet available: additional information: this incident was received from the patient's legal representative. No adverse event has been reported by the physician from the site.

Event description:
Incident was received from the patient's legal representative and a summary of the incident information is stated below: on the evening of (B)(6) 2024, a few hours after the intervention described as "replacement of the ascending aorta with a dacron prosthesis of 38 mm diameter with reinforcement of proximal and distal anastomoses using acuseal strips and bio glue surgical adhesive under extracorporeal circulation (ecc)," my wife began receiving automatic sms messages stating, "MRI stroke." As no one had informed her that I was in a serious, unconscious condition, she called the hospital, where ICU staff informed her that, I had suffered 7 strokes."considering the cardio-embolic nature of the events, the number of 7 strokes, and the context of surgery involving implantation of prosthetic materials and use of surgical adhesives, there is a high medical probability that the embolic source was the formation of a thrombus directly related to the implanted medical devices or their material. As a result of the incident the patient is reporting an "inability to work and permanent blindness". This event occured when the patient was hospitalised in (B)(6).